Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the centrifugal drive motor latch was broken. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the latch and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.